Event description:
Complainant alleged that the device does not display an ECG rhythm with paddles attached. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.